Event description:
During a coronary drug eluting stenting treatment procedure, there was perforation of the vessel. The physician deployed a taxus express2 3.0 x 32 mm drug eluting stent in a myocardial bridge lesion in the mid lad at 14 atms for 60 seconds. The lesion had not been predilated. He then injected contrast and a perforation of the vessel was noted. The physician used the taxus stent balloon and inflated it to 3 atms for 11 minutes to seal the perforation. Contrast was injected again and the perforation looked okay. To insure that the perforation was sealed, the physician deployed a jomed graft master 3.0 x 19 mm stent over the perforated area. The physician indicated that the perforation was not due to the product but rather the myocardial bridge lesion.